Event description:
Updated information indicated that no kinks or scratches to the sheath were observed after withdrawal of the device at the end of the procedure. As reported, it was possible that the sheath may have kinked upon placing it into the biohazard bag for return.

Event description:
After a successful transfemoral deployment of a 26mm sapien xt valve, upon removal of an 18fr esheath a vascular tear of the right femoral artery was noted. A patch was required to repair the vascular injury. The patient was stable. As reported, there was no resistance with either the sheath or the dilators during insertion or removal. There was no torquing or twisting of the sheath noted during insertion or removal. It was noted that the introducer was not placed into the sheath before removal of the sheath from the patient. The patient¿s access vessel minimum luminal diameter (mld) measured 8mm. The vessel was not calcified but was mildly tortuous.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual examination of the sheath noted a kink on the expandable portion of the sheath shaft approximately 3 inches distal of the strain relief. There was no damage to the tip of the sheath and no scratches observed. There were no other abnormalities observed. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18fr sheath is 6.5mm. In this case, vessel calcification and/or tortuosity not appreciable on pre-procedural imaging, and/or device manipulation may have contributed to the event. Visual inspection did not reveal any manufacturing abnormalities or damages on the returned device that would have contributed to a dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.